Manufacturer narrative:
The t:slim x2 g6 user guide states: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose was 471 mg/dl. Customer suspected that scar tissue at the infusion site was the cause; however, customer reported using the cartridge and the infusion set for greater than 48 hours. Customer changed pump supplies to resolve the issue.